Event description:
Product was returned as an implant failure after 2 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was traditional two stage on tooth #15. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to infection.